Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical products: item# 91-6105, lot j935280: 1.5mm system high torque (ht),sd,x-dr,screw 1.5mm x 5mm. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00244. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during fixation of the bone flap, when fixing the plates with self-drilling screws, two heads of the screws were fractured. The plate was immediately changed in position and different screws were used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the two returned screws. Both screws show signs of attempted use including marking/ scratching on the screw head. Both screws have fractured where the screw head meets the screw shaft. The complaint is confirmed for both screws. A determination cannot be made as to what caused the screws to fracture. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, d9, g3, g6, h2, h3, h4, h6 and h10.

Event description:
It was reported that during fixation of the bone flap, when fixing the plates with self-drilling screws, two heads of the screws were fractured. The plate was immediately changed in position and different screws were used to complete the procedure. It has been further reported that fragments of the broken screws remain implanted.